Manufacturer narrative:
Service was not onsite for this event. The customer assessed the results that were placed in quarantine and found them to be acceptable and released them. The cts provided the instructions to the customer on how to add and monitor the time plots. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported that their fc 500 flow cytometer was generating tarpon amp board errors and files were being placed into the quarantine folder. The customer technical specialist (cts) attempted to review the time plots and found the customer was running with the time turned on so time plots were not available. The customer stated that they had one run where fl3 dropped out so it was rerun and confirmed to be valid. There was no report of death, injury, or change to patient treatment as a result of this event.